Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had to undergo surgical intervention to treat a clot in the superior vena cava and swelling in one of his arms. The right ventricular (rv) lead was implanted at the time. The right ventricular (rv) lead was explanted as a result of the patient status. There were no additional adverse effects reported.